Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a sling placement procedure. According to the complainant, during the procedure, the bladder was perforated. As the delivery device was being removed from the patient, the association loop slot became caught on the skin at the incision site. No trauma was caused to the skin of the patient and the patient was catheterized for treatment of the bladder perforation. It was reported that there was poor visualization and blood in the bladder. The procedure was completed with a different device and the patient's condition at the conclusion of the procedure was reported to be "doing well".

Manufacturer narrative:
Visual evaluation of the returned device revealed no defects. Both delivery devices were analyzed but the mesh assembly was not returned. A DHR review was performed and found no issues that are related to the event.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a sling placement procedure. According to the complainant, during the procedure, the bladder was perforated. As the delivery device was being removed from the patient, the association loop slot became caught on the skin at the incision site. No trauma was caused to the skin of the patient and the patient was catheterized for treatment of the bladder perforation. It was reported that there was poor visualization and blood in the bladder. The procedure was completed with a different device and the patient's condition at the conclusion of the procedure was reported to be "doing well".